Manufacturer narrative:
The received device had the cannula assembly deployed. Blood was observed on the external soft cannula, the chassis, and the bottom of the pcb, although it cannot be determined what caused the bleeding. A tear was observed in the unexposed section of the soft cannula, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. A crack was found in top housing; the cause of this damage could not be determined, but did not affect the function of the device. No electrical issues were found with the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21.6 mmol/l (388.8 mg/dl) while wearing the pod on the arm between 4 and 24 hours. Am new pod was applied to treat the hyperglycemia.